Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump had been exposed to water. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent. Customer¿s blood glucose level was 150-160 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.